Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced low blood glucose level. The customer¿s blood glucose level was 51 mg/dl. Customer declined to troubleshoot for low readings and treated with carbohydrates. Customer states that she put in multiple batteries and finally got a response. The customer was assisted with troubleshoot for blank display and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the spring is neither damaged nor corroded. The customer reported that display returned after pump restart. The customer stated drive support cap appears normal. The customer perform self-test and test passed. The insulin pump will not be returned for analysis.